Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, unable to confirm the insertion needle complaint due to the customer only returned the sensor.

Event description:
The customer called and reported there was no cannula on one of the sensors and it broke. Customer stated that the cannula was different from the others he had removed and was not sure if it was in his body, but stated he did not feel anything. Customer stated the introducer needle was hard to remove. The customer stated it was not bent upon removal and did not retract all the way at the beginning. After looking at the sensor, the customer reported the sensor cannula was intact. The customer's blood glucose was 147 mg/dl. Customer was advised the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.